Event description:
Pharmacist report cracks and leaking of 5fu within 24 hours of infusion. Posi-flow device is being used with set. Concentrations of 4.5mg/ml, 16.6mg/dl, 19m/ml, and 21mg/ml have been used with the leaking occuring on all concentrations. Pharmacist on june 2002 reports that leaks are occurring on the same pts while other pts are not experiencing this problem.